Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that excessive force is required to press the wake button and activate display. The customer's blood glucose level was not provided. Reportedly, the customer will continue to use current pump, and has manual injections available for insulin therapy.